Manufacturer narrative:
(B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient, who has undergone multiple surgeries related to a left elbow arthroplasty, is currently experiencing complications that include persistent elbow effusion, pain, lucency, and chronic infections. Despite long-term antibiotic treatment, the elbow remains "useless," prompting the need for further revision surgery. Due diligence is in progress for this event; to date no further information has been provided.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and/or corrected information. D10: item name # pin/bushing replacement kit extra small for use with extra small humeral implants: 32-8105-27-04,06; item number # 32810502701; lot# 65475544. Item name # interchangeable humeral assembly for cemented use only extra small; item number # 32810502706; lot# 64631859. Item name# unk threaded k-wires x 3; item number # unknown; lot# unknown. Item name # interchangeable ulnar assembly plasma sprayed extra small left 3 inch length; item number # 32810504301; lot # 64662236. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported a patient had an initial left total elbow arthroplasty. The patient has an extensive history of operations, which include an ulnar nerve transposition, a revision of a humeral component due to loosening, and an I&d with a bushing exchange due to an evacuation of a hematoma and klebsiella and staph epidermidis. Subsequently, following the latest revision, completed the course of antibiotics for the bacterial infection and then developed candida lusitaniae and was placed on long-term anti-fungal treatment. Radiographic imaging displayed lucency of the humeral component and has continued with symptoms of pain. An aspiration displayed positive results of pseudomonas and clavispora and is undergoing another course of antibiotics. The patient is under the care of infectious disease for the chronic infections, and a revision is pending the review of the material composition of the implants.